Manufacturer narrative:
Based on the results of investigation. One of the internal screws broke off and fell out during blade change during surgery. Please expedite the replacement due to case volume. Product inspection: as per service maxwo-01632574 & case number 3536078. Writing on mics. The alleged failure was not confirmed device history review: device history records indicate (B)(4) devices were manufactured under lot k09v5 and all units were put on qt 17-07-0030 for missing documentation. The documentation was received and all units were accepted into final stock on 7/13/2017. A review of qt 17-07-003 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number42050617 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
One of the internal screws broke off and fell out during blade change during surgery. Please expedite the replacement due to case volume. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
One of the internal screws broke off and fell out during blade change during surgery. Please expedite the replacement due to case volume. Case type: tka. Surgical delay: =15 minutes.